Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 38x2.75mm, eccentric target lesion with significant lesion bend of <=45 degree was located in the moderately tortuous and mildly calcified right coronary artery (rca). A 2.75x38mm (B)(6)¿ long stent was advanced to treat the target lesion; however, the distal end of the stent was damaged when trying to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the promus element mr ous 2.75 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There were no signs of damage or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and was within max crimped stent profile measurement. The bumper tip of the device was examined and damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. .(B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 38x2.75mm, eccentric target lesion with significant lesion bend of <=45 degree was located in the moderately tortuous and mildly calcified right coronary artery (rca). A 2.75x38mm promus element ¿ long stent was advanced to treat the target lesion; however, the distal end of the stent was damaged when trying to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.